Event description:
The manufacturer previously received information alleging a ventilator had a major leak and failed tests. There was no harm or injury reported. The device was not in patient use. The device had not yet been evaluated. The device was returned to a third-party service center for evaluation. During the evaluation a ventilator inoperative alarm conditions were observed. The device's blower motor and system board were replaced to address the issues. A service required alarm condition indicating a communication failure was observed. The system board replacement corrected this issue. A service required alarm indicating an oxygen blending module board issue was observed. The oxygen blending module board was replaced to address the issue. Additionally, not related to the reportable issues, the handle, handle o-rings, rubber feet, whisper cap and cable retainer were missing and were replaced to address the issues. The front enclosure was chipped and was replaced. The device's oxygen blending module gasket was replaced due to the leak. The micron filter was upgraded. The device was cleaned and tested and passed all final testing.